Manufacturer narrative:
The service engineer (se) replaced the breath delivery (bd) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. Product analysis: a breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed; when the test ventilator was powered on it failed the power on self-test and went into a vent inoperative condition. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component microprocessor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event.